Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: 7154675.

Event description:
It was reported that the patient underwent an early lead pull due to pain down the left leg. It was stated that the pain was not device related. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.